Event description:
It was reported a patient had a left total knee arthroplasty. Subsequently, the patient experienced pain and instability. As a result, four (4) years later, the patient underwent a left total knee revision procedure. A revision operative report was provided. Post operative diagnosis showed mechanical loosening and polyethylene wear of the left knee. Intraoperatively, it was noted the tibial insert showed prosthesis wear and the femoral component was debonded from the cement. The tibial and patella components were noted to be well fixed. The patient was revised to another manufacture's construct. The patient was taken to the recovery room in stable condition. No additional information is available.